Event description:
The customer reported that the battery cap was stuck on the battery compartment and the battery level is low. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and battery tube threads. The insulin pump was received with minor scratches on the display window and a stripped battery cap coin slot.